Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the pt had an unexpected postoperative refractive outcome of more than a diopter off target. There is no planned intervention at this time. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).